Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via company rep regarding a patient receiving fentanyl (700mcg/ml at 560mcg/day), hydromorphone (4mg/ml at 3.2mg/day), and bupivacaine (11mg/ml at 8.8mg/day) via intrathecal infusion pump for spinal pain. It was reported that the patient was experiencing a loss of therapy, so they went in for revision. It was not known when the loss of therapy started. A dye study was performed and there was no free flow of csf. It was stated that when the catheter was removed crystallization was found at the top of the catheter. The entire catheter was replaced. No further complications were reported.